Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s return status; however, no further information was provided by the account and no product has been returned to date. If heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , is returned at a later date this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14sep2020. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.